Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer also reported that the pump battery was rapidly depleting and subsequently, the pump shutdown. Customer¿s blood glucose level was 155-165 mg/dl. Customer reverted to using manual injections for insulin therapy.